Event description:
Bedside rn hung a tpn to run over 24 hours with a 1000 ml bag. Rate was initiated at 56ml/hr. Bag was empty early in 1 1/2 hours. Two nurses had checked the rate. Set was not saved, devices were sequestered. New data set was launched after (B)(6) 2013. Pumps were updated by biomed department, unk which date set was in use at time of pt event. Customer stated the user did not provide any add'l pt event details. No pt harm or medical intervention required. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results, should the device be returned for eval.